Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section a2: the patients date of birth was not provided when asked. Section a4: the patients weight is not provided when asked. Section a5/a6: this information not provided when asked. Section b3: this information was not provided when asked. Section b6/b7: this information was not provided when asked. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription section d6-d7 is not applicable as the device is manufactured by prescription and not implantable section h4: manufacturing data not available at the time of submission. This complaint will be kept on record for tracking and trending purposes.

Event description:
It was reported that the patient had a reaction to the nti omnisplint that was issued. The device was delivered w-22. The patient called the office on (B)(6) 2023 and informed the provider that they were having "migraines and pain in the jaw muscle. The device was discontinued (exact date unknown).